Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s parent, on approximately (B)(6) 2025, the patient experienced general malaise and was brought to the hospital. When a fingerstick was taken the cgm reading was low (less than 40 mg/dl), and the blood glucose reading was 380 mg/dl. The patient was treated with intravenous fluids and saline. The patient was discharged after 1 day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.